Event description:
Evaluation revealed a force sensor issue. This report is being made based on the evaluation results.

Manufacturer narrative:
This report is made based on the results of evaluation completed on (B)(4) 2011. (B)(6). Recall 2531779-03/24/2010-003-r. Evaluation revealed the force sensor was out of calibration. The insulin pump history did not reveal any loss of prime alarm. Pump was exercised for 24 hrs. On a 1 unit per hour basal program with no loss of prime duplicated. The force sensor plate was contaminated with a green substance. Battery compartment cracked at case seal.